Event description:
During an attempted implant, when the device was connected, a lead impedance >2000 ohm was measured. Several attempts were made to troubleshoot the anomaly, with no improvements. The physician elected to implant another device.